Manufacturer narrative:
Based on the clinical assessment it was confirmed type 3b endoleak and type 3a device separation. Patient pre-implant imaging was not provided. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Patient pre-implant images were not provided. Potential contributing factors include off label use, the patient on antiplatelet therapy and patient anatomy.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: suprarenal aortic extension: model number: a34-34/c100-020, lot number: 1031801-023, lot release date: (B)(6) 2012, lot expiration date: 02/28/2013. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. During a follow up, computed tomography showed a type 3a endoleak. There was a separation of the bifurcated stent and the infrarenal extension. The physician elected to implant an additional infrarenal to correct the issue. Patient is doing well.